Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. They were moving from the dissection portion of the harvest to the seal/cut portion and had attached the extension cable to the hpii. The other end was attached to the adapter and the power supply was turned on. When the harvester tried to activate the hpii, nothing happened. No beep and no burning. He looked over at the power supply and saw that the green light was not lit up. Upon closer inspection, the light was very faintly lit and flickering. The setting was on 3...the device has the knob taped at 3 he took a power supply from another room to complete the case without incident. There was a delay in retrieving the second generator no patient injury.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4) updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a